Event description:
It was reported the pt's scs lead was removed. The pt's lead surgical incision had not healed and the physician decided to explant the lead. The pt's scs ipg remains implanted and the physician plans to re-implant the lead once the lead incision site is healed.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.